Event description:
Healthcare professional reports left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified creases, encapsulation, partial delamination of plug strap, red particles on outer surface and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identified one sharp opening and partial delamination of plug strap disk shell. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. Partial delamination of plug strap disk shell due to adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side deflation. The device has been explanted.